Event description:
Per the audiologist, the pt hit his head and after the incident could not hear with the cochlear implant system. Exchanging the external equipment did not solve the problem. Testing at the clinic showed no response from the device. An x-ray taken (date not provided) showed the implant to be in the correct place. Results of an integrity test done in 2008 showed that the implant was not functioning. The pt's device was explanted six days later. Reimplantation info was not provided.

Manufacturer narrative:
This type of event is addressed in the device labeling.